Event description:
New information received on apr 6, 2021, indicates that the device was explanted on may 6, 2020.

Manufacturer narrative:
The device was received from the field with battery voltage at elective replacement level, and evidence from the device image indicates the pacer elective replacement alert was set to 2.586 volts consistent with the field observation of device not triggering the replacement alert. The device was otherwise normal. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely with an elective replacement indicator (eri) voltage, however an eri trip date was not present. Further information was requested but not received.